Event description:
Information received from the field does not address the patient's clinical status but notes that initial ecgs showed loss of ventricular capture with appropriate autocapture behavior. Under telemetry, the strips showed additional loss of capture. When tested, the ventricular threshold was 0.75 v and the long term threshold record showed a threshold range between 0.5 v and 3.5 v. The physician increased the output to 3.5 v, 0.4 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative